Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a lumbar drain catheter (ID 821707 - codman lumber catheter kit) became disconnected: the lumbar drain was inserted on an intubated / ventilated patient. One-hour post insertion critical care nursing staff noted there had been no fluid drainage for the hour and when checking the drain line observed that the bed was wet. On closer inspection the lumbar drain had been inadvertently disconnected. Following discussion between the physicians and nursing staff, it appears that the disconnection occurred where the catheter connects to the luer spigot (despite the suture used to reinforce the connection). There was no harm to the patient and all appropriate actions / precautions were taken at the time (lumbar drain tubing wrapped in sterile gauze and clamped with artery forceps). Patient's neurological condition was unchanged. Observations showed no spikes in temperature. Following further discussions with the neuro nursing team, it appears that the method of fixing the flexible d tube over the luer lock connector spigot can lead to inadvertent disconnection and inadvertent loss of csf fluid / infection risk.